Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Subsequently, a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating range at the time of this alarm. Customer¿s blood glucose level was 100-200 mg/dl. Customer reverted to an alternate method of insulin therapy.